Manufacturer narrative:
The MFR has evaulated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. Manufactuer's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed on 09/11/97 in site #10 (class ii bone) during a routine procedure. The clinician reports that the reason for implant failure may be that the bone was traumatized during the drilling procedure. At the time of implant failure, the patient experienced pain. The implant was removed on 09/18/97.